Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had screen hard to see in bright sunlight. The customer¿s blood glucose was unknown at the time of incident. The customer also report the during rewind motor was louder and slower back light was dimmer insulin pump had rejected brand new battery. The customer also report the rainbow effect. The insulin pump will not be returned for analysis.